Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: two openings striated and nicks striated. Based on the device analysis the final assessment is: two openings striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like. Additional, changed, and/or corrected data: concomitant medical products, device evaluated by MFR, adverse event problem. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.